Event description:
It was reported that a tear/separation was detected between the cannula tubing and flange connector on one (1), m4pt, specialized pediatric tracheostomy tube. It is unknown how long the device was in use when the reported problem was detected. There was one (1) patient involved with no reported patient compromise. One (1) m4pt device was returned to the manufacturer for decontamination, analysis and investigation on 01/09/98.